Event description:
International affiliate reports that on presentation at 3 month post op clinic in scotland, x-rays highlighted that the set screw had backed out of the head of the screw. The device remains in the patient and is not available for evaluation.

Manufacturer narrative:
The set screw remains in the patient and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.